Event description:
Clinical study. It was reported that 81 days after a coronary drug eluting stenting treatment procedure, the patient experienced angina and required a target vessel reintervention (tvr). The patient presented with an acute myocardial infarction. The lesion is being treated was a 3.0, de novo, 20mm long, 100% stenosed portion of the mid left anterior descending (mid lad). The physician treated the lesion with predilatation and placement of a 3.0 x 20mm express bare metal study stent into the lesion. Medications administered at the time were aspirin, clopidogrel, 2b3a, statin, ace inhibitor, and bivalirudin. There were no reported complications. The patient was discharged 10 days later to another hospital. Eighty one days after the index procedure, the patient returned with exercise angina pectoris. Tvr was performed with 70% in-stent restenosis of the mid lad was found. The physician treated the lesion with balloon angioplasty. No stenting was performed. Good results were achieved from the angioplasty and the patient discharged 4 days later. The relationship of the event to the express stent is possibly related. Add'l info has been requested, but is not available at this time.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.